Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of a corail pinnacle. Affected side: right patient notes were unavailable this was done at bowen. They said it was done 2 years ago. Revision was due to infection. All components were removed. Cup, liner, stem, and head.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: revision of a corail pinnacle. Right patient notes were unavailable this was done at bowen. They said it was done 2 years ago at [hospital]. Revision was due to infection. All components were removed. Cup, liner, stem, and head. I was only able to get the lot number from the head. When searching for this I was unable to find anything in the system. The product was not returned to depuy synthes, however photos were provided for review. See attachment "devane. Corail pinnacle.5.2.24.1.jpg and devane. Corail pinnacle.5.2.24.2.jpg". Visual analysis of the photos revealed that the corail2 lat coxa vara size 10 presents nothing indicative of a device nonconformance. No defects that could have contributed to the reported infection were observed. The overall complaint was not confirmed as the observed condition of the corail2 lat coxa vara size 10 would not contribute to the complained event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.